Manufacturer narrative:
(B)(4). We received one used (half filled) easypump ii lt 270-54-s without packaging. The received sample was taken to a visual examination. Damages were not detected. In as-received condition; the white clamp was closed. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone) and at the lla-cone of the patient connector. The easypump was filled up to the nominal value (270 ml) and a functional test, respectively a leak test, was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Furthermore, we tested the flow rate of the received sample. Nominal: 5.0 ml/h. Actual: 7.0 ml in 1h; 13.4 mli n2 hrs; 20.5 ml in 3hrs. A stopping of the infusion or leaks were not detected during the flow rate test. The received sample is within our specifications. Hence, we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection. (B)(4).

Event description:
As reported by the user facility ((B)(4)): no drug flow. The pump has been attached to the patient in the morning. When the patient came back for control in the evening, it was noticed that there had been no drug flow.